Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 3.8 mmol/l compared to a lab result of 12.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification.